Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos were reviewed and indicate extravasation coming from the opposite side of the vessel and not at the manta site. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right femoral artery. Arteriotomy size was 6.2mm with no/minor calcification. Deployment depth measured at 3.5 + 1. Deployment was without complication; however, a contralateral angio indicated extravasation proximal to the manta lock. Manual pressure was applied, and the extravasation decreased. The physician then decided to advance a sheath up and over the iliac which increased the extravasation. A stent was deployed, followed by balloon inflations to remediate the extravasation. A follow-up angio indicated no further extravasation. A contributing factor to extravasation could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor not to catch the artery walls as designed, creating a non-optimal seal which clinically presents as extravasation. The root cause of the extended time to hemostasis requiring a stent is possibly due to user error. However, due to insufficient information regarding the initial procedure, a root cause cannot be determined. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are identified in the IFU as adverse events related to the deployment of vascular closure devices. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Risk documentation has been reviewed and this is a known risk of the device.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: when the contralateral shot was imaged, and extravasation was noted from the rfa. Held pressure for a few minutes, and the extravasation decreased some. A few more minutes of pressure while assisting physician advanced a sheath up and over the iliac, and the extravasation had increased. Placed a 7x40 covered stent and noted some slight extravasation after stent deployment. Ballooned post stent with a 10mm balloon and then imaged to find no extravasation. Patient is doing well.